Event description:
It was reported the patient's drg system trial implant procedure was abandoned after a clear yellow fluid started flowing from the epidural needle once the stylet was removed. Reportedly, per the physician and x-ray confirmation, the needle was not in the epidural space. The procedure was abandoned, no leads were implanted and the physician sent the fluid for testing. The patient did not experience any symptoms. Follow up information identified the lab work ran on the fluid determined it was sterile fluid.